Event description:
During roux-en-y gastric bypass surgery an ethicon stapler was fired. A staple line was cut open, but no staples were present. Intervention was taken by physician. The staple load cartridge and staplers involved were removed from field. Lot # of stapler reload cartridges were pulled from stock.